Event description:
This report is based on information provided by philips authorized service provider (asp) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ indicating that the operational check failed, defibrillator cannot discharge. There was no patient involvement at the time the issue was discovered. The reported issue was evaluated by customer. Based on the information available and the testing conducted, the cause of the reported problem was not confirmed, customer found a third party to repair it and refused to provide about how to repair the device. Based on the information available and results of additional analysis, no further action is necessary at this time. A review of the risk management file was performed, and the potential severity is s3 has been identified in the risk document. Customer refused service from philips and asked third party for repair. No further information for the cause of the reported problem and resolution was provided. If additional information is received the complaint file will be reopened.